Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Event description:
It was reported that an accuracy issues were experienced.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. The expulsor was trimmed (calibrated). The cause of the reported problem could not be determined. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.